Event description:
Customer reportedly received result of 422 mg/dl on the advantage system and 146 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips will be discarded; replacement was sent.